Event description:
It was reported that pump battery depleted too quickly, though pump did not shut down. There was no reported impact to the customer¿s blood glucose level. Customer technical support planned to investigate battery use on pump and follow up, and no additional information was received regarding the outcome of the event.